Event description:
According to the reporter, during an open cytoreductive surgery, a stapling device was used on the colon to create a side-to-side an astomosis. The device fired and cut successfully; however, when the reload was removed, tissue that had been cut was caught in the knife track on the cartridge side. The same issue occurred on the second and third reload. The surgeon also noted that the handle felt as though it was shaking, vibrating, or moving side to side while the knife blade was being retracted after firing. There were no patient consequences.

Manufacturer narrative:
D10 concomitant products: egia60avm egia60avm egia 60 artic vasc med sulu - (lot#p5m0488); egia60avm egia60avm egia 60 artic vasc med sulu - (lot#p5m0488); sigphandle sig power sigphandle handle - (serial#unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.